Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had partially occlusive thrombus in the left popliteal vein prior to the implantation procedure. The indication for the index procedure was lower extremity swelling and recent history of saddle embolus despite being on anticoagulation. During the procedure, the inferior vena cava (ivc) was patent. The filter was deployed in the infra-renal vena cava without any complications. According to the information in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the ivc and experienced pain and difficulty breathing prior to death. The death certificate or official cause of death is unavailable. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the decedent underwent placement of a trapease vena cava filter on or about (B)(6) 2013 in the state of pennsylvania. The trapease filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, post-implant pulmonary embolism. Directly and proximately causing cardiac arrest and death. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. At this time, there is nothing to suggest that the unspecified allegations against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the decedent underwent placement of a trapease vena cava filter on or about (B)(6) 2013 in the state of pennsylvania. The trapease filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, post-implant pulmonary embolism. Directly and proximately causing cardiac arrest and death. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-implant pulmonary embolism (pe). Directly and proximately causing cardiac arrest and death. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death. According to the information in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the ivc and experienced pain and difficulty breathing prior to death. The following additional information received per the medical records indicate that the patient had partially occlusive thrombus in the left popliteal vein prior to the implantation procedure. The indication for the index procedure was lower extremity swelling and recent history of saddle embolus despite being on anticoagulation. The device was placed emergently via the right common femoral vein and deployed in the infrarenal vena cava without any complications. The death certificate or official cause of death, as well as the date of death is unavailable. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15939353 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pe is a known complication associated with ivc filters and is listed as such in the IFU. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the patient history, procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. The reported information indicated that the patient expired sometime after the device implant, the timing of the death in relation to the implant has not been provided. With the limited information provided it is not possible to draw a conclusion between the reported event and the device and may be related to underlying patient specific issues. Without the cause of death being provided and the limited information regarding the patient¿s medical history, it is not possible to determine what factors may have contributed to the patient expiring. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.